Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient stated that since implant their ins moves in their stomach a little bit. Their manufacture representative (rep) and healthcare professional (hcp) are aware of the situation. There were no patient symptoms reported and no complications reported.